Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented in emergency room. It was noted that right ventricular (rv) lead exhibited high pacing impedance. No intervention was reported. Patient condition was stable.